Event description:
It was reported that the patient received a shock for a fast ventricular tachycardia. After the shock, the patient's rhythm changed to ventricular fibrillation. The second shock successfully converted the arrhythmia. Also, the smart pass feature had programmed itself off and there was some undersensing due to decreased intrinsic amplitudes. Technical services discussed options. There were no additional adverse patient effects. The system remains implanted.